Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One event was confirmed. One event suggests that the bur broke as a result of overload conditions. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke. There was no patient involvement. There was no patient impact.